Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. The customer¿s blood glucose level was over 400 mg/dl. The customer¿s declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.